Manufacturer narrative:
Philips service replaced the host pc and tested the system successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that no video on screens on a allura xper fd20/15. The clinical use of the system was unknown. There was no reported patient or user harm.